Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the femoral neck system (fns) plate cut-out. Patient was implanted with the fns plate, fns antirotation screw and fns bolt on an unknown date. There was no information about the revision surgery as of this time. Concomitant devices: fns antirotation screw (part: unknown, lot: unknown, quantity: 1), fns bolt (part: unknown, lot: unknown, quantity: 1). This report is for a femoral neck system plate. This is report 1 of 1 for (B)(4).